Event description:
On (B)(6) 2025, a patient underwent treatment for stenosis where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the common iliac artery. It was reported during the procedure; the physician performed a kissing iliac stent placement using a guidewire (brand unknown) and a terumo introducer sheath (size unknown). The physician initially inserted an 8mm x 29mm vbx device, followed by an 8mm x 59mm vbx device. Both devices reached the target treatment area, but the initial placement locations for each device are unknown. After placement, the physician opted to exchange the two devices, believing the first device (8mm x 29mm) would be a more appropriate length for the opposite side. While attempting to remove the 8mm x 59mm vbx device, it became dislodged and migrated into the common iliac artery. Efforts were made to reinsert the balloon into the undeployed stent, but the stent continued to shift proximally and could not be properly positioned. At this time, the physician introduced a secondary balloon (boston brand) which allowed for gentle repositioning of the stent. The stent was then successfully deployed at the intended treatment site. It is unclear whether both vbx devices were ballooned simultaneously. It remains unknown whether the 8mm x 59mm vbx device was partially deployed before dislodgement. Reportedly, no resistance was felt during the withdrawal of the 8mm x 59mm vbx device and it was not withdrawn through the sheath once fully introduced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b20: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.